Event description:
I used u by kotex when my period started on (B)(6) 2018. Began with vaginal itching and swelling that evening. Removed tampon and did not use again. Went to outpatient clinic on (B)(6) 2018 and was diagnosed with a yeast infection and given medication. Has since mostly resolved. Still some slight irritation. I do not have a history of yeast infections.